Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a loose drive support disk. Further testing could not be performed due to the motor error alarms. The device also had a missing end cap sticker.

Event description:
The customer reported that insulin was squirting out while priming the insulin pump. Troubleshooting was performed. The customer stated that the insulin exits the tubing before the numbers ramp up, and the motor sounds like it slows down while the numbers are ramping. The customer feels uncomfortable and requested a replacement of the insulin pump. No further info was provided.